Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. According to the treatment report, the reported treatment could be identified in the logfile. The energy was stable. No relevant deviation between planed and performed energy was detectable for the treatments. No technical root cause could be identified . A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with striae of the right eye one day following lasik treatment; a lift and stretch was performed. One day later the flap was noted as smooth and resolved.